Event description:
The customer reported that the 9800 system intermittently would not perform fluoroscopy. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The power supply was adjusted and the connectors were cleaned. The system was tested and operates as intended.